Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. Correction: the device did not malfunction as previously reported. The device passed all electrical tests during the investigation, confirming correct device function. This report is filed january 12, 2016.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced non auditory pain/sensation with and without device use as well as poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.